Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We forwarded the complaint to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations were detected. No abnormalities occurred during in process control. There are no further similar complaints on the material/batch. The complaint cannot be determined.

Event description:
Customer stated that they encountered issues with needles disengaging from the holders and sticking in the arms of patients during blood collection. No patients were injured and no employees obtained needle stick injuries / blood exposures.